Manufacturer narrative:
Corrected information in section d10 concomitant product. Ict modle, 09d28-04, 240222620 has been removed. The field service representative (fsr) inspected the instrument, reviewed the instrument logs, and determined the reagent r1 pipettor assembly the likely cause of the result issue. The fsr replaced the reagent r1 pipettor assembly and the issue was resolved. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results reported for (B)(6). A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the alinity c system, the reagent r1 pipettor assembly, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) or the reagent r1 pipettor assembly were identified.

Event description:
The customer observed falsely elevated sodium and chloride results generated on the alinity c processing module for a patient. The sample was repeated on another analyzer and normal results were obtained. The following data was provided: customer¿s normal ranges: sodium is 138 to 145 mmol/l; chloride is 100 to 110 mmol/l. On (B)(6) 2024 sid (B)(6). Initial sodium result = 167 mmol/l, repeat sodium result = 140 mmol/l. Initial chloride result = 134 mmol/l, repeat chloride result = 104 mmol/l . There was no impact to patient management reported.

Event description:
The customer observed falsely elevated sodium and chloride results generated on the alinity c processing module for a patient. The sample was repeated on another analyzer and normal results were obtained. The following data was provided: customer¿s normal ranges: sodium is 138 to 145 mmol/l; chloride is 100 to 110 mmol/l. (B)(6) 2024 sid (B)(6). Initial sodium result = 167 mmol/l, repeat sodium result = 140 mmol/l. Initial chloride result = 134 mmol/l, repeat chloride result = 104 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.